Event description:
It was reported that during surgery that the device doesn't work anymore. We only have the information that the device didn't work. There was no reported harm or injury to the patient. An unspecified delay was reported while the patient was under anesthesia. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the motor speeds were not stable.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were not stable, the control bar was out of position, and the device was out of calibration. The motor was replaced, the control bar was realigned, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.